Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. (B)(4) evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to wear/strained from normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was discovered that the gearing was the trigger / slider was blocked and jammed on the battery handpiece device. It was noted in the service order that the gearing was broken on the device. It was determined that the thread was worn in the locking screw. It was further determined during the pre-repair diagnostics assessment that the device failed for the check for leakage, check the saw head's locking mechanism and for check proper function of the trigger. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.